Manufacturer narrative:
Reported event: an event regarding aseptic loosening involving an distal femur mig implant was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: not performed as medical records were not provided. Device history review: not performed as lot information was not provided. Complaint history review: not performed as lot information was not provided. Conclusion: based on the information provided there is no indication or allegation that device reported in this investigation may have contributed to the event. The information has been provided as part of a journal article and the article does not record or allege the device has failed. The event could not be confirmed nor could the root cause be determined due to a lack of provided information such as return of device, patient history, medical records, x-rays, histopathology report and follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be re-opened. Siw will continue to monitor for trends. Corrective/preventative action: no action is required a this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Please note: the reported device is similar to a distal femur mig device approved for compassionate use in the united states.

Event description:
It was reported through a clinical research article, "revision due to aseptic loosening."